Manufacturer narrative:
Reported event was unable to be confirmed as part number/lot number in the incident are unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review could not be performed due to limited information provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Report source: - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial knee arthroplasty on unknown date and is subsequently scheduled for a revision surgery. Attempts have been made and additional information on the reported event is unavailable at this time.